Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Consumer called to report accuracy issues. Ran a test against a lab reading. Analysis run on consensus error grid using lab reading (45) as reference point vs. Bd readings (80) yielded data points in the c range of the grid, outside of acceptable limits.